Event description:
The pump battery was reported to not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to plug the pump into a different wall outlet and instructed them to leave the wall adapter plugged into a known working outlet for at least 30 consecutive minutes. The pump began to charge. Customer continued using the pump.